Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital after receiving a vibratory alert. Upon device interrogation, non-sustained rv oversensing was observed due to shorted output stage detection during routine capacitor maintenance. Programming changes were recommended. Device remains implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes the asymptomatic patient presented remotely via merlin.net transmission. Upon stored electrogram review, the implantable cardioverter defibrillator exhibited continued non-sustained right ventricular oversensing due to shorted output stage detection check. Testing was performed and the device functioned normally. The patient was stable throughout.